Event description:
It was reported that the customer's insulin pump alarmed no delivery after bolusing. Customer's blood glucose was 339 mg/dl. The alarm was reportedly resolved with an infusion set change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.